Event description:
The duett sealing device was deployed in a diagnostic procedure (via a 6f sheath in the right common femoral artery). Immediately after deployment, was symptomatic of an arterial occlusion (i.e., pain, white leg, no distal pulses). An angiogram confirmed the occlusion, which was treated with an angiojet and thrombolytic therapy. The pt was sent to surgery, since no pulses were obtained following treatment with the angiojet. Medications administered were heparin and aggrastat. Vsi received unconfirmed info indicating that the pt's foot was amputated.